Event description:
It was reported to tyco healthcare/kendall in 2008, that a customer had a problem with a dialysis catheter. The customer reports that after the pt (male) was re-transfused, flushed with nacl 10ml and sodium citrate 4%1.9ml to lock the catheter, the bandage was being placed around the juncture between the end and the cap and a small droplet was noticed (not blood). After inspection a small 2 mm incision was detected on the silicone tubing that covers the distal venous end. The pretreatment bandage was removed manually without scissors from the juncture without any problems. There were no signs of leakage per dialysis on the gauze wrapped around the juncture. The radiologist cut the catheter during the removal of the catheter. The catheter had been in place since 2008. A new catheter was placed. The pt had providone iodine 10% applied to the catheter incision, received vencomycin 1gm IV. The patients condition is good.

Manufacturer narrative:
Submit date: 05/29/08. An investigation is currently under way. Upon completion the results will be forwarded.